Event description:
It was reported that vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Later that evening, the patient had bleeding from the right femoral access site. During surgical intervention, a vertical incision was made over the right common femoral artery. The femoral vessels were identified and without defect. A separate incision was made medial to the femoral incision and small arterial and venous branches were noted to be actively bleeding. These vessels were ligated and hemostasis was confirmed. The patient did well following this treatment. The patient fully recovered from this event and was discharged from the hospital.